Event description:
A philips field service engineer reported that, during servicing, the heartstart xl defibrillator had a failed ECG connector. There was no patient involvement.

Manufacturer narrative:
(B)(4).